Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00313 on december 23, 2014. (B)(4). On 01/02/2015 additional information: the reagent readypack was not available for internal testing at the manufacturer's site. The quality control was within normal range during troubleshooting. The internal testing for lot 087 passed all criteria. The cause for the imprecise troponin ultra results is unknown. No further issues were observed by the customer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise advia centaur xp troponin ultra (tni-ultra) results were obtained on a patient sample when tested three times as part of troubleshooting reagent readypack 18913. The third result obtained was false high. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.